Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using the bd phoenix¿ ap ast indicator solution the user noted a mismatch in the product and carton label stating the catalog numbers were different. No health impact or consequence reported. This is report 2 of 3.